Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had broken output connectors. It was also indicated that the lower case was broken and the hanger assembly would not close all of the way. It was also indicated that there was an error in the log and the main printed circuit board was out of specification electrically. These parts were replaced and the epg passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken output connectors. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection revealed no anomalies. The board was assembled into a golden unit. The device powered on to an error. The eeprom (electrically erasable programmable read-only memory) was replaced. The main board was run on the automated test console, all tests passed. The log was reviewed, one error was verified in the log. Conclusion: could not confirm the customer complaint, the error was verified in the log but could not be reproduced on the bench. The error that occurred at power up was due to a corrupt eeprom. If information is provided in the future, a supplemental report will be issued.